Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Most likely underlying root cause: mlc-22-client is testing with expired test strips test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 48 mg/dl fasting. The customer's expected fasting blood glucose test result range is 120 - 135 mg/dl. Result of concern could not be found in the meter memory; customer only had one result in the memory (control test). The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 10/31/2019 and customer did not know the open vial date but stated it was most likely more than four months ago (expired). The meter memory was reviewed for previous test result history: result 1 : 41, date: (B)(6) 2018, time: 06:21am (control). While going through the customer memory, the customers complaint could not be verified, but he was still concerned. Customer only had one control result in the meters memory. Customer is using strips that are opened more than 4 months ago as well as solution opened past the 3 month period. Since customer has expired products, will send courtesy vial of strips as well as control solution for customer to test the meter. Customer was instructed to purchase other vial of strips until he receives the new products.